Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device therapy delivery test failed during op check, and problem was found with external paddles. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.